Event description:
It was reported that the customer experiences resistance when filling a cartridge. Customer change the cartridge and syringe needle to resolve the issue. Customer's blood glucose (bg) level was ¿high¿; although specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.